Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: all keypad buttons responded intermittently when pressed and there was evidence of adhesive/contamination found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed that all the keypad buttons are not responding to user presses. There was no adverse event associated with this complaint.